Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. It was noted that intrinsic retrograde conduction led to inappropriate mode switches in the pulse generator. It was determined that no intervention was necessary and the patient would continue to be monitored.